Event description:
The customer reported the surgeon implanted an 12.6 vicmo12.6 implantable collamer lens on (B)(6) 2014 in patient's right eye and the lens was explanted (B)(6) 2014 due to excessive vault associated with elevated iop. The lens was not replaced and last bcva 20/20. See mf# 2023826-2014-00681 for the other eye.

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product showed a haptic was torn and the lens was returned dry. The lens was rehydrated and both the length and width were remeasured and found to be within original design specifications. Medical review - elevated iop in the presence of a vicmo model may occur due to: remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowed ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cyst), blockage of the port by remaining visco-elastic, or by an inflammatory membrane, ect. According to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition, (poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation: method - lens work order search. A lens work order search was performed and revealed no similar complaints were found. (B)(4).